Event description:
During index procedure the patient had three resolute integrity drug-eluting stents successfully deployed at rca. 6 days later patient was transferred to hospital with shock and cyanosis. Oxygen inhalation was provided. Occurrence of stent thrombosis also reported.patient expired due to cardiogenic shock before arriving in cath lab. Patient was not resistant to anti-platelet drugs.

Manufacturer narrative:
Evaluation : results inherent risk of procedure (death, shock, stent thrombosis). Conclusions: inherent risk of procedure (death, stent thrombosis). (B)(4).